Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 21.8-22.0cm and 22.1-22.4cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.